Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and performed troubleshooting over multiple visits. After evaluation of the instrument, the cse observed the graphical user interface (gui) was crashing. The cse checked the fuses and inter locks, which were functioning as expected. The input / output module (iom) indicated a fault state. The cse reloaded the software and rebooted hub, after which communication was re-established. Siemens is investigating this issue.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that while the system was running an error came up on the screen stating that a program was shutting down. The customer could not recall the exact message. The aptio automation computer shut down. The customer powered the computer back on and a communication error persisted. The customer had stat patient samples inside the hettich centrifuge, that they were unable to access. The customer could not open the centrifuge safety shield to remove the samples, causing delay. Ccc instructed the customer to locate the compressor air valve but the customer was unable to locate the part. The patients were redrawn to obtain new samples. There are no known reports of patient intervention or adverse health consequences due to the delay.

Manufacturer narrative:
The initial MDR 2517506-2016-00393 was filed on november 4, 2016. Additional information (10/10/2016): while a siemens customer service engineer was at the customer site, he installed the controller area network bus printed circuit board, aptio controller area network open monitor, safety relay switch, and contact controller area network open phoenix t-connector. The device is performing as expected. No further evaluation of device is needed.